Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was in range of 400 mg/dl and other blood glucose was 254 mg/dl. Customer stated that they experienced lows and highs and the highs were unusually high. Customer stated that they did not felt that their blood glucose were normal to get back into auto mode. Customer felt the pump was not giving insulin properly. Customer stated blood glucose was 254 mg/dl, and after she gave 2 units. Blood glucose went up to 279 mg/dl. Customer stated had changed her set and gave a manual injection. The insulin pump will not be returned for analysis.